Event description:
During a da vinci-assisted ventral hernia repair procedure, the surgeon encountered the same issue with three different force bipolar instruments, where the arm joint did not respond correctly to the surgeon's movements. Upon investigation under the camera, he noticed that the instrument had a defective joint and was unable to use the arm. The surgeon was performing tasks such as grasping and dissecting tissue using instruments from the console, and the issue was not related to a static instrument. After the first and second force bipolar instruments failed, they were replaced with a third force bipolar instrument to proceed with the surgery. However, while using the third force bipolar instrument, the same issue occurred, and this time, a piece of the instrument broke off and fell inside the patient. The surgeon believed the issue was caused by a faulty joint. The fragment was retrieved using a laparoscopic needle driver and confirmed as a single solid unit by matching it to the instrument. No additional surgical procedures or post-operative tests were necessary, and the procedure was successfully completed robotically. After the failed attempts with the force bipolar instruments, the surgeon switched to a fenestrated bipolar instrument to finish the procedure. No injury to the patient was reported, and the patient has not returned to the hospital following the surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) force bipolar instrument has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Manufacturer report number (2955842-2025-19930) was submitted for the first force bipolar instrument. Manufacturer report number (2955842-2025-19929) was submitted for the second force bipolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h3, annex codes: device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have one (1) broken grip tang from the base of the grip tip. The missing piece at the tip was 5.04 mm x 1.78mm. The grips were not found to be cracked.